Manufacturer narrative:
Continuation of concomitant products: 694758 lead implanted (B)(6) 2009; 5076-45 lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrocardiograms. It was also noted that the left ventricular (lv) lead thresholds had increased. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the clinic revealed the left ventricular (lv) lead was reprogrammed.